Event description:
Our affiliate is reporting that during a knee procedure, it was observed that metal shavings were emanating from a "calibrated passing pin w/drill tip" and falling into the patient's joint space. All of the debris was removed from the body and the procedure was concluded successfully using another same type device without further incident or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.